Event description:
After years of a chronic cough (been using CPAP and soclean for 11 years) I was tested for lung concerns. I was just diagnosed with restrictive lung disease. I have no clue what the test unit, low range or high range are. This is from patient-received notes from evaluation. Records available. FDA safety report ID# (B)(4).